Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 12 atm on the third inflation. The device was simply removed from the patient's body. The procedure was completed with another device. No complications reported, and the patient was stable post procedure.